Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration: yes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy, incisional hernia, hemorrhoids, iron deficiency anaemia and obesity. Previously administered products included for contraception: depo-provera; for an unreported indication: ferrous sulfate, macrobid and prenatal. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic/abdominal pain"), abdominal pain ("pelvic/abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding"), alopecia ("hair loss"), psychological trauma ("psych injury"), migraine ("migraine,"), fatigue ("fatigue"), urinary tract infection ("recurrent uti"), haematuria ("hematuria"), nausea ("nausea"), vomiting ("vomiting"), bacterial vaginosis ("bacterial vaginosis"), pyelonephritis ("pyelonephritis"), dysuria ("dysuria"), cystitis ("acute cystitis with hematuria"), anaemia ("anaemia"), vaginal discharge ("vaginal discharge") and vulvovaginal discomfort ("vaginal irritation"). At the time of the report, the device dislocation, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, alopecia, psychological trauma, migraine and fatigue outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, back pain, bacterial vaginosis, cystitis, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fatigue, haematuria, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, pyelonephritis, urinary tract infection, vaginal discharge, vomiting and vulvovaginal discomfort to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 113.379 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: new events recurrent uti, hematuria, nausea, vomiting, bacterial vaginosis, pyelonephritis, dysuria, acute cystitis with hematuria, anaemia, vaginal discharge, vaginal irritation added. Historical drug and conditions added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration: yes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic/abdominal pain"), abdominal pain ("pelvic/abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding"), alopecia ("hair loss"), psychological trauma ("psych injury"), migraine ("migraine,") and fatigue ("fatigue"). At the time of the report, the device dislocation, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, alopecia, psychological trauma, migraine and fatigue outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain and psychological trauma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: event injury is replaced by dysmenorrhea(cramping),pelvic/abdominal ,back, dyspareunia (painful sexual intercourse, menorrhagia (heavy menstrual bleeding), psych injury, migration: yes, migraine, fatigue ,hair loss added. Suspect drug start date updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration: yes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy, incisional hernia, hemorrhoids, iron deficiency anaemia and obesity. Previously administered products included for contraception: depo-provera; for an unreported indication: ferrous sulfate, macrobid and prenatal. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic/abdominal pain"), abdominal pain ("pelvic/abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding"), alopecia ("hair loss"), psychological trauma ("psych injury"), migraine ("migraine,"), fatigue ("fatigue"), urinary tract infection ("recurrent uti"), haematuria ("hematuria"), nausea ("nausea"), vomiting ("vomiting"), bacterial vaginosis ("bacterial vaginosis"), pyelonephritis ("pyelonephritis"), dysuria ("dysuria"), cystitis haemorrhagic ("acute cystitis with hematuria"), anaemia ("anaemia"), vaginal discharge ("vaginal discharge") and vulvovaginal discomfort ("vaginal irritation"). At the time of the report, the device dislocation, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, alopecia, psychological trauma, migraine and fatigue outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, back pain, bacterial vaginosis, cystitis haemorrhagic, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fatigue, haematuria, heavy menstrual bleeding, migraine, nausea, pelvic pain, psychological trauma, pyelonephritis, urinary tract infection, vaginal discharge, vomiting and vulvovaginal discomfort to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6)2008 (per pif) . Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 113.379 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2021: medical record received. Reporters information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('migration: yes'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: cholecystectomy, incisional hernia, hemorrhoids, iron deficiency anaemia and obesity. Previously administered products included: for contraception: depo-provera. For an unreported indication: ferrous sulfate, macrobid and prenatal. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic/abdominal pain"), abdominal pain ("pelvic/abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding"), alopecia ("hair loss"), psychological trauma ("psych injury"), migraine ("migraine"), fatigue ("fatigue"), urinary tract infection ("recurrent uti"), haematuria ("hematuria"), nausea ("nausea"), vomiting ("vomiting"), bacterial vaginosis ("bacterial vaginosis"), pyelonephritis ("pyelonephritis"), dysuria ("dysuria"), cystitis haemorrhagic ("acute cystitis with hematuria"), anaemia ("anaemia"), vaginal discharge ("vaginal discharge") and vulvovaginal discomfort ("vaginal irritation"). At the time of the report, the device dislocation, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, alopecia, psychological trauma, migraine and fatigue outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, back pain, bacterial vaginosis, cystitis haemorrhagic, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fatigue, haematuria, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, pyelonephritis, urinary tract infection, vaginal discharge, vomiting and vulvovaginal discomfort to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 113.379 kgs. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020, quality-safety evaluation of product technical complaint. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.